Event description:
When pressing on the button to retract the needle, the needle disconnected and stayed with the catheter in the pt. The needle and catheter had to be removed together and the pt was re-stuck.

Manufacturer narrative:
The actual unit involved in the incident is not available for eval, however, rep units will be returned. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).